Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead values had changed. The r waves decreased, unstable and high pacing thresholds were exhibited. The lead would capture in a dual mode but not in vvi. A chest x-ray confirmed a lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.